Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the instrument's tissue pad came off. The event occurred during the pre-use inspection for an unspecified lower hernia procedure. The pad fell inside the patient's body. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. It is likely the following led to the malfunction: the tissue pad was worn out, and it was partially peeled off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.